Event description:
The customer reported problems with the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended. (B) (4)